Manufacturer narrative:
(B)(4).the device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the day of onset, the patient was hospitalized for the peritonitis event. On unreported date, the patient was treated with gentamycin intramuscularly one time (dosage not reported) and cipro orally for twenty-one days (dosage and frequency not reported) for the peritonitis event. Dianeal therapies were ongoing. After four days of hospitalization, the patient was discharged. The patient was recovering from the peritonitis event. The patient and caregiver were retrained on proper aseptic technique. Additional information was requested, but is not available at this time.